Event description:
It was reported that: manta footplate malpositioned in artery post deployment. A balloon and covered stent were used to fix. Patient is fine. Additional information: "I was told by dr, the footplate did not sit parallel to the vessel and hemostasis wasn't achieved. They had to balloon and cover stent the vessel, patient is fine. Dr. Always uses ultrasound with micro puncture central access, takes pre and post photos and uses protomine."

Manufacturer narrative:
(B)(4). There was no device returned for this complaint. Therefore, no evaluation could be completed. The device lot history record review for lot number mn2301557 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Event details were reviewed. The manta was delivered post tavr procedure. Access was gained using ultrasound with micro puncture central access. Based on the lack on information received the root cause for the failure is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: manta footplate malpositioned in artery post deployment. A balloon and covered stent were used to fix. Patient is fine. Additional information: "I was told by doctor, the footplate did not sit parallel to the vessel and hemostasis wasn't achieved. They had to balloon and cover stent the vessel, patient is fine. Dr. Always uses ultrasound with micro puncture central access, takes pre and post photos and uses protomine."

Manufacturer narrative:
(B)(4).